Event description:
Caller reported an issue with the pixel display on the pump, which affected their ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level, as levels were within normal range. The customer reverted to manual injections for insulin therapy.